Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 5.8 mmol/l mg/dl. The customer¿s blood glucose level at the time of the incident was 12.9 mmol/l and the current was 12.9 mmol/l. The customer also stated that the insulin pump gives the failed battery test alarm. The customer stated that the troubleshooting was performed for the pump error alarm. The device will not be returned for the analysis.

Manufacturer narrative:
Pump error 53 noted in formatted history file due to software error. Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. High currents and unexpected failed battery alarm noted during testing. Problem isolated to electronic assembly.